Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had and inflammatory mass. It was later indicated that the patient had a granuloma, but had no symptoms at the time of this report. The granuloma was found during a routine MRI. The healthcare provider (hcp) just took on the patient and did routine scans on his patients. The reporter wanted to know what type of saline to use in the pump.